Manufacturer narrative:
The reported event is confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "the surgeon should irrigate the wound with sterile fluid, and then suction the irrigating fluid and gross debris from the operative site. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound."

Event description:
It was reported that the balloon ruptured a day after use. It was later reported via email on 18 march 2019 from the international business center (ibc) representative, it is unknown if there were missing pieces from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon ruptured a day after use. It was later reported via email on 18 march 2019 from the international business center (ibc) representative, it is unknown if there were missing pieces from the balloon.